Event description:
It was reported that the guidewire (swg) was bent prior to use on the patient. Another kit was opened and used to complete the procedure. There was no report of any patient injury or health consequences. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4).